Event description:
It was reported that the subject device image blacked out when pushed in with angulation applied. After loosening and twisting the angulation, the image was displayed again. The issue occurred during an unspecified diagnostic procedure, which was completed with a same device. There were no reports of patient harm.

Manufacturer narrative:
E1 full establishment name due to character limit: (B)(6) hospital. The device was not returned to olympus for inspection and the reported failure could not be confirmed. Based on the results of the investigation, a root cause could not be determined as the device was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.